Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: batch history analysis was performed, quality notifications and maintenance records were verified, where no records potentially related to failure were found. Through the analysis of the photo sent by the client, it is possible to observe the presence of foreign matter, but as the samples were not received, it is not possible to identify the foreign matter and carry out the investigation of the root cause. The production processes are validated according to the defined acceptance criteria. The incident identified from this complaint will be monitored for trend assessment.

Event description:
It was reported that foreign matter was found in the sterile bd precisionglide¿ needle packaging. The following information was provided by the initial reporter, translated from portuguese to english: "it was found foreign matter inside the sterile package."